Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 405 mg/dl; cause was not known. Based on pump history, customer received an incomplete bolus alert, high bg and low bg alert, cartridge alarm 25, and an occlusion alarm. Reportedly, the occlusion alarm was resolved after performing a supply change. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Subsequently, customer was hospitalized and treated with intravenous insulin and saline fluids. The customer was released from the hospital on (B)(6) 2023 with issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.